Event description:
It was reported that the surgeon used a t-handle to insert the glenoid head onto the baseplate. After 3 light taps to the t-handle strike plate, the t-handle treads broke off in the glenoid head.